Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours at the infusion site (abdomen). The patient reported pus and pain at the infusion site. The patient went to a 30 minute doctor's appointment and diagnosed with a staph infection. The patient was prescribed 2% mupirocin gel to be applied three times daily and 100mg doxycycline to be administered twice daily for seven days.